Manufacturer narrative:
Motor control board malfunctioned. Footboard connector cable malfunctioned.

Event description:
It was reported by service report that the footboard would not work because liquid got into footboard connector. No pt involvement or adverse consequences are reported.